Manufacturer narrative:
The broken screw did not contribute to death or serious injury, and a similar occurrence with a similar device would not likely contribute to death or serious injury. The screw was implanted for approximately 1 year without any reported issue. It is unknown if the broken screw was the primary driver for the patient's visit to the surgeon when/where the broken screw was discovered in this patient with charcot foot and with flat foot deformity. Geo has determined this to be a reportable event solely based on the fact a geo product was explanted as part of this follow-up procedure.

Event description:
On 05/23/2023, surgeon notified geo distributor that a geo bone screw was broken in patient's foot, post-surgery. On (B)(6) 2023, patient underwent surgery to remove (explant) the screw. The screw was originally implanted in the patient on (B)(6) 2022. The surgeon noted the patient had severe charcot foot and flat foot deformity. The surgeon indicated that the joint may have not been prepped enough and there was micro motion in the joint that screw was crossing. Another screw (unknow type, specifications, etc.) Was inserted to replace the screw that was explanted, and a portion/fragment of the original screw was left in the bone. There were no complications or adverse outcomes reported with the follow-up surgery.